Manufacturer narrative:
(B)(4). The customer reported the ac power module would not power the device. There was no reported pt involvement. The customer replaced the ac power module and resolved the issue. The ac power module was not available for eval. We will consider this a malfunction of the ac power module where the module would not power the device.

Event description:
The customer reported the ac power module would not power the device. There was no reported pt involvement.